Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer was unable to connect with the ins despite the patient's surety that they kept the ins charged. The patient mentioned a recent fall and noted that they have fallen '30 times' in the past month. The patient was getting a poor communication screen and when they repositioned the antenna they were seeing a ins discharged screen, which contradicted the patient's assertion that the ins was charged. The patient was not feeling stimulation, stimulation was turned off and they could not turn it back on. It was recommended that the patient charge the ins. The patient was redirected to their managing physician. No further complications were reported.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that indicated that the cause of the lack of stimulation and inability to connect was due to a non-functioning system. Plain x-rays revealed no obvious lead migration or fracture. Device interrogation revealed that the system was nonfunctional. The patient was pending follow-up and surgical exploration/revision. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), product type: programmer, patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer was unable to connect with the ins despite the patient's surety that they kept the ins charged. The patient mentioned a recent fall and noted that they have fallen '30 times' in the past month. The patient was getting a poor communication screen and when they repositioned the antenna they were seeing a ins discharged screen, which contradicted the patient's assertion that the ins was charged. The patient was not feeling stimulation, stimulation was turned off and they could not turn it back on. It was recommended that the patient charge the ins. The patient was redirected to their managing physician. The patient called back twice the next day, on 2018-dec-19, stating she went to the primary care physician's office, however, she couldn't remember why she was to bring her device components with her. The patient services reviewed notes from the other day and explained that based on the descriptions of the screens that patient was provided, it was determined that ins was low or depleted however patient said that she doesn't believe this is correct. Ps agent reviewed that it would be helpful to have another person check the screens however the patient said she only had her mother available, however her mother had alzheimer's. Patient services reviewed as an option to meet with the rep at hcp office to check the screens. Patient services agent reviewed that based on the screens it is recommended that patient charge ins. Patient ended the call at this point. No further complications were reported. 2019-01-02 patltr (con): additional information received from the patient reported that they did now know the cause of the lack of s timulation and inability to connect with the ins. The patient had an appointment scheduled for 2019-01-02 to address the issue. No further complications were reported. 2019-jan-07 crts 3805983, 3806089, rpl 226436 (con): additional information received from the patient. They reported they were not f eeling stimulation. The patient stated she met with a rep who did something and she could feel stimulation again. The patient mentioned on 05-jan-2019 she charged her stimulator for 3 hours and the stimulation "would only go to her neck". Programming considerations were reviewed. Communicate withthe ins. The programmer showed the stimulation was on, both the ins and pp batteries were full, her programming was set to group a at intensity "1090". The patient stated she couldn't feel stimulation currently even though she increased her stimulation all the way up. The patient stated that the ins was fully charged yesterday, and "yesterday when she tried it, it gave out a small little wave that stopped at her neck". The patient noted it stopped completely. The patient reported that the stimulation intensity was at the highest number it will go and she is "charged and everything". The patient then proceeded to state that yesterday, she got coverage in her head, and that her reason for calling was to get a replacement programmer (pp) because the pp was preventing coverage to reach the area she needed it to be in (her head). The pp has nothing to do with feeling stimulation, since they noted that the ins was on, the pp battery was full, and the patient was able to connect with the ins. The patient kept disagreeing with patient services, stating that the mdt rep she saw on the 3rd told her to charge, she did charge, and the pp needed to be replaced. Patient services tried to offer assistance with trying other programs or groups, but the patient declined. They tried to redirect the patient to speak to a health care professional about reprogramming, but the patient declined again, stating she doesn't have a hcp, and that she reads the books whenever she needs assistance. They were sent a programmer. No further complications were reported.

Event description:
Additional information received from the patient reported that they did now know the cause of the lack of stimulation and inability to connect with the ins. The patient had an appointment scheduled for (B)(6) 2019 to address the issue. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.